Event description:
It was reported that the patient presented for in-clinic follow-up with noise exhibited by the right ventricular lead. The lead was explanted and replaced. The patient was discharged.